Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on the first tracheostomy tube set, leakage was discovered after two days of usage. The reporter noted that on the second one, leakage was discovered after four days of usage. The old tracheostomy tube was replaced with a new one. There was unknown reported patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. Two used devices were returned for investigation. The devices were visually inspected and no damage or anomalies were observed. Three pictures were returned. One showed the two sets and two showed leakages from the cuff of the set. During the functional testing, a leak was observed at the cuff of each set. Upon closer inspection a stretch like damage was observed at the location of the leak on both cuffs. The complaint of hole can be confirmed due to the damage observed on the cuffs. The probable cause of the damage is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.